Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Allegedly, the patient underwent a revision surgery due to an infection. All implants were removed and discarded at the facility.